Event description:
A user facility in france reported that particulates were detected during surgery. The particulates entered the patient eye and were removed. There was no patient impact.

Manufacturer narrative:
The initial report was submitted on 27mar2024 under incorrect (B)(4). The device was returned for evaluation. There are particles all around the o-rings and on the outer surface of the tip and body. The irrigation sheath/sleeve is broken off and is missing. There are particles visible between the aspiration needle and what is left of the irrigation sheath/sleeve. There are particles in the aspiration port. The investigation is ongoing.

Manufacturer narrative:
The device was returned for evaluation. There are particles all around the o-rings and on the outer surface of the tip and body. The irrigation sheath/sleeve is broken off and is missing. There are particles visible between the aspiration needle and what is left of the irrigation sheath/sleeve. There are particles in the aspiration port. Further investigation indicates there was evidence of significant use as there were scratches on the barrels of the tip in both the customer photos and when the product was returned for evaluation. The amount of damage indicates there appears to be multiple uses of each tip. The tips are shipped to the customer with open-cell foam with no fibers are present. However, if the parts are wrapped in lint free wipes some fibers could be present. This is the first complaint received from this lot. A review of the batch history records, trend and risk analysis were reviewed and considered acceptable with the product performing within anticipated rates. The investigation is complete.